Event description:
This is the second of two mdrs to report two different events for the same patient. Patient had a revision/extension surgery (minimally invasive tlif) at l4-s1 with peek device/infuse bone graft/autograft bone supplemented with posterior fixation due to continuing pain and to repair pseudomeningoceal from a dural leak from a prior surgery. Approximately three weeks post op, pt developed pain on left side and an MRI showed a cystic-like structure filled with fluid that developed at l4-l5 and resulted in neural compression. The fluid was aspirated approximately 2 1/2 months post op, and produced 3 cc "chronic blood products." No lab reports were received. The patient continued to have low back pain and bilateral leg pain radiating anteriorly. A revision surgery was performed approximately 3 months post op to remove the peek device and a cystic-like structure that was located on the left side underneath the posterior rod. The surgeon reported that the nerve was entrapped in bone and described the cyst as having a hard outside shell with a fibrotic sheath inside of the shell with a soft center that was under pressure and popped when excised. The fluid was straw colored. It is unknown if the infuse bone graft contributed to the reported event.